Event description:
Device evaluation - lifescan received the test strips involved with this complaint (B)(4) 2015. Device evaluation was completed on (B)(4) 2015. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. The meter was also returned and tested. The complaint could not be reproduced. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that he obtained erratic results when testing with his onetouch ultralink meter. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that ¿around a week¿ prior to contacting lfs, he obtained results of ¿270mg/dl, 328mg/dl and 330mg/dl¿, with the tests being performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for precision. The patient detailed that he manages his diabetes using an insulin pump and denied making any changes to his diabetes management routine in response to the alleged issue. The patient claimed that ¿immediately¿ after the alleged meter issue he developed a symptom of feeling ¿irritated¿, but denied receiving any treatment. During troubleshooting, the cca noted that the meter was set to the correct unit of measure and that an approved sample site had been used. Replacement products were sent to the patient. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.